Event description:
It was reported that the patient presented in clinic for leadless pacemaker (lp) implant procedure. During the procedure, the lp failed to separate from the delivery catheter. Re-docking was attempted, but unsuccessful seating of the lp was noted. The procedure was completed using an alternate lp on (B)(6) 2025. There were no patient consequences.